Manufacturer narrative:
(B)(4).

Event description:
The patient reported that his therapy was intermittent and erratic. He felt he was not getting therapy benefit; some days he felt like it was working and the next day it was not. He also felt like his symptoms were getting worse, but he was not sure since when. The patient's indications for use were essential tremor and movement disorders. The cause of the symptoms worsening and being erratic and what was done to intervene was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.